Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the inserter handle would not disengage from the implant during surgery.

Manufacturer narrative:
Femoral stem and inserter were not returned and no photos were received; therefore, the condition of the devices is unknown. The lot number of the stem inserter is unknown; therefore, the device history records could not be reviewed. Since the lot number is unknown the field age of the stem inserter cannot be determined. The device history records for item 65-7711-009-00 (lot 63089685) were reviewed for deviations and/or anomalies, one non-conformance unrelated to this issue was identified and that device was removed from the lot and scrapped. A complaint history search was conducted for item 65-7711-009-00. The search identified no additional complaints for the same lot. The search identified no other complaints for this device that were the same or similar. A complaint history search was conducted for item 00-7712-056-00. The search identified 16 other complaints for this device that were the same or similar. Because the lot number for this device is unknown; therefore it is unknown whether there are any other parts in the lot associated with this issue. The reported device is used for treatment. Based on the information in the complaint the failure is mostly likely due to being incompatible with the inserter; however, because the device was not returned for evaluation a root cause cannot be determined at this time.